Manufacturer narrative:
¿Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet critical care ab, (B)(4) a follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator shut down during patient treatment. There is no available info regarding patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our field service engineer (fse)investigated the device at the event site and isolated the smell coming from the dc/dc & standard connector printed circuit board(pcb). No parts were returned for our investigation. The event log confirms a technical error indicating that the ventilator display went blank. Our conclusion is that there were likely an issue with regards to the connecting cable between user interface(panel)and the monitor sub-system. Possibly, the user may have tried to re-connect the loose cable and accidentally short circuit-ed the connecting pins at the dc/dc & standard connector printed circuit board(pcb)and as a consequence the printed circuit board malfunctioned. The device logs cannot confirm if this event lead to a complete shutdown of the device or not, however it is more likely that the problem only affected the monitoring side of the device(panel sub-system)than other sub-systems. As no parts were returned, we can not able to determine the root cause of this event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).